Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The transmitter ultimately regained connection with the pump. The customer¿s blood glucose level was 84 mg/dl. No additional patient or event information was available.